Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Product was not returned from the customer for investigation. Testing of retain samples of strips associated with this complaint was conducted. An issue was identified and will be progressed through adc's standard complaint handling processes. Whole blood testing of the retain strips were conducted and gave clinically accurate and acceptable results.

Event description:
A customer reported receiving a lower than feels reading of 127 mg/dl on her adc meter at 3:12 pm on (B)(6) 2011. She further reported "since the meter gave her a low reading, she thought that she could eat extra food, but then she felt sick." The customer reportedly experienced numbness, burning and sweating on the face, and sleepiness. The customer was transported to a hospital via paramedics who tested customer and obtained a reading of 411mg/dl on unknown brand of meter. The customer was diagnosed with hyperglycemia and treated with unspecified intravenous infusion. The customer also drank water in an attempt to alleviate the symptoms. There was no report of death or permanent impairment associated with this medical event.